Event description:
It was reported that the right atrial lead was undersensing and that, under fluoroscopy, was found to have dislodged. The lead was explanted and replaced. The left ventricular lead had elevated thresholds and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.